Event description:
A male underwent aaa repair in 2005. A renu converter was placed at that time. The physician was trying to save the hypogastric. As the aneurysm grew, the physician coil embolized the hypogastric and extend down by placing an iliac leg graft in 2008. The endoleak was repaired and patient doing well.

Manufacturer narrative:
Event evaluation: still under investigation.